Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes due to concerns of inappropriate therapy delivery. Upon review of the ventricular episodes, ts noted that the patient appeared to be in an atrial fibrillation (af) with rapid ventricular response (rvr) and the device inappropriately delivered three bursts of anti-tachycardia pacing (atp) and one shock to convert the rhythm. The device successfully converted the rhythm. Ts discussed programming optimization options with the hcp. At this time, the ICD device remains in service. No additional adverse patient effects were reported.